Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 180, 130, 179, and 90 mg/dl when all tests were performed within 5 mins of each other on the advantage system. No actions were reported or treatment received. A request was made for the return of the suspect product and replacement product was sent.